Manufacturer narrative:
For our requests to obtain additional information, the customer has stated that further details of the incident will not be provided. Therefore, no investigation has been possible due to lack of information or goods. We are, therefore, unable to provide, determine or confirm the true cause of the incident. (B)(4).

Event description:
(B)(4).